Event description:
All information pertaining to this event will now be reported under this manufacturer report #. Information pertaining to this event was previously reported under manufacturer report #3004209178-2013-11692. It was reported that the patient was in the hospital and was on 8mg of morphine every three and a half hours. It was again stated ¿the pump is good, the catheters check under x-ray¿. The patient wanted to find a new hcp to manage the device and to possibly further troubleshoot. It was noted ¿somehow or other this is my fourth time of going through this¿. The device system was used to deliver morphine. It was later reported that a dye study and a roller study were planned. It was later reported the patient believed the pump had crashed for ¿over two weeks now¿ and that it had quit delivering. It was noted the patient had went to the hospital two weeks ago as previously reported where he was on 8cc of morphine plus pain pills every four hours. They also had the patient on ¿finesse patch something to get out here, saw the doctor. He thinks I¿m lying. I¿m almost sure he¿s waiting and waiting¿. The hcp reportedly increased the dosage in the pump and the patient was on oxycodone 60mg every twenty four hours. This was controlling the patient¿s pain to the point where he could talk but was not controlling the pain. The patient had seen the hcp on (B)(6) 2013 and as of the date of this report the hcp had not ¿done anything¿. It was then reported a dye test had been done on the catheter, the timeframe was not provided. ¿they can¿t see where the catheter goes into the spine because for some reason it¿s upside down or something like that. But up to that point, everything checks out. The pump checks out, passes all the dye tests. But there¿s something not right and it is not delivering any medication. I can attest to that because I¿d be in an emergency room on an overdosed situation. I would have several times in the last week or so¿. The patient believed the pump should be replaced and ¿just wanted some relief¿. It was later reported the patient believed the pump was not working and it was ¿disconnected some place¿. It was clarified the patient as on fentanyl patches. The patient¿s hcp refused ¿to go past the high tech diagnostics¿. While recalling the patient¿s visit to the hcp it was noted it was ¿getting kind of hard to remember some of these things¿. Additional information has been requested, but was not available as of the date of this report. It was later reported the dye study was done. The patient experienced more pain than usual lately. The dye study showed no signs of kink, occlusion, etc. The pump catheter connection was patent. The patient¿s oral medications were changed. Additional information reported a dye study and roller study were completed. The catheter appeared patent under x-ray and roller study confirmed that pump rollers were functioning as expected. No problems with implanted pump or catheter detected. It was determined by hcp that the patient just needed a small increase in his daily dose. This was adjusted by hcp. It was later reported that the healthcare provider (hcp) had been working with the patient and his daughter to troubleshoot the pump. A dye study showed good flow into the spine. The catheter was patent and no leaks were found. A rotor study was done and no issues were found. The reservoir volumes had been accurate at each refill. At the time of the report, everything showed that the pump was functioning properly. The cause of the lack of pain relief was unknown. No interventions had been done or planned. The patient still did not have the pain control he desired. It was noted that this reporter had only seen the patient three times. The device system was used to deliver morphine 25mg/ml at 6mg/ml.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).